Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a no delivery alarm. Customer was getting the alarm during bolus and basal delivery. Customer's blood glucose is 137 mg/dl. Customer stated that the alarm just occurred during bolus and basal. Customer stated that the no delivery alarm is recurring. Customer stated that the issue has not been resolved. Customer stated that the reservoir is pretty much empty. Customer stated that the issue could be scar tissue or the sets that he has received. Customer was advised to change the reservoir. Customer agreed to fill the reservoir as he did receive a no delivery alarm while trying to prime the set. In a previous call, the customer also had a no delivery alarm and the cannula was bent. Customer's blood glucose was 160 mg/dl at the time. Customer was advised to remove the set and return it for analysis.